Manufacturer narrative:
Investigation summary: bd (B)(4) received a sample and attached six (6) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on returned photos and sample. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter adhering to the device. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the product."

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter adhering to the device. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the product."

Manufacturer narrative:
Investigation summary: bd japan received a sample and attached six (6) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on returned photos and sample. Bd was not able to identify a root cause for the indicated failure mode.